Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. It was indicated that the patient was using an unsupported operating system, which is misuse of the device.the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).